Manufacturer narrative:
The device was returned for evaluation and breakage of device was confirmed. It had been manufactured in april 2012. Review of manufacturing records confirmed device conformance to specs at time of release. Hardness of returned device was tested and found conforming to specifications. No product problems could be detected. Inappropriate use of the device by application of excessive force to the tips of the instrument may have caused the fracture. But since no further information about the surgery performed was provided, human factors issue cannot be confirmed and it is not possible to reach a definite conclusion with regard to the cause of the fracture.

Event description:
The customer reported that the tip broke while being utilized during a surgery. No patient injury nor intervention was reported. There were no x-rays performed. No further information was provided.